Event description:
When contacted for follow up information, the healthcare professional (hcp) reported that no incident was ever reported to them. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Continuation: product ID 37752, serial# (B)(4): product type recharger; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009: product type lead; product ID 3550-29, lot# n217695, implanted: (B)(6) 2009: product type accessory. (B)(4).

Event description:
It was reported it was taking the patient longer to charge their device and the last two times the patient charged it took over seven hours. It was stated one of the times it was because the implantable neurostimulator (ins) got too low. It was noted the patient charged the week prior to report and it took 1.5-2 hours and when they charged the day before report it took ¿forever.¿ reportedly, the patient turns their stimulation off while recharging and they only have it on when they are active because ¿she can¿t lay here and let it zap her.¿ it was noted the patient had started using their stimulation more over the last few months because she is more active. It was reported the patient went from charging once a month when they got their device implanted to every 3 weeks, then every 2 weeks. It was noted the patient¿s right leg was worse than their left and they didn¿t turn their stimulation up higher than 1.2 volts on the left but their right side was turned up to 1.9 volts. It was stated the ¿tingling/zapping¿ didn¿t bother the patient and would put her to sleep. The patient stated their device was working and the stimulation was not uncomfortable or painful. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.